Manufacturer narrative:
Updated fields: b4,b6,b7,d9,d10,e1,e2,e3,g2,g3,h2,h3,h11 a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had display broken. No patient involvement.